Event description:
A report was received that the patient was having difficulty charging the ipg due to the placement of the ipg. The patient underwent a revision, during which, the ipg was repositioned. The patient was able to successfully charge and was reportedly doing well following the procedure.